Manufacturer narrative:
Unit was received with blank display due to moisture damage at electronic. Unit was also received with moisture damaged at motor, minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a crack on the top of the battery housing. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.